Event description:
Caller alleged that the following results were obtained on a neonate patient within 10 minutes: 31 mg/dl (inform meter) and 54 mg/dl (lab); 27 mg/dl (inform meter), 35 mg/dl (inform meter) and 61 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.